Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported a defective vasoview hemopro 2. The hospital did not report any patient effects. (B)(6) sent an email that got to my manager and he sent to me stating that two hemopro 2 were defective. No info on product or pt or what happened. I will be picking up product next week.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. No visible defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn (B)(4) at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The jaws were cleaned saline and gauze pad as indicated in the instructions for use (IFU). An activation and transection capability test was performed over five (5) repetitions using "max life test method ". The device activated and transected tissue five (5) times with no cautery failure observed. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation,there was no failure detected.

Event description:
The hospital reported a defective vasoview hemopro 2. The hospital did not report any patient effects. (B)(4) sent an email that got to my manager and he sent to me stating that two hemopro 2 were defective. No info on product or pt or what happened. I will be picking up product next week.